Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 27 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also not using auto mode feature on insulin pump. The customer experienced the symptoms such as nausea, vomiting and mouth sore as a result of hyperglycemia and feeling okay to troubleshoot. Customer was treated with intravenous drip in hospital. Based on customer report customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.